Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that mosaiq did not record dose during treatment.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. Mosaiq was working as designed and intended. Mosaiq received the CT data and correctly recorded this information. From reviewing logs there was no indication that mosaiq was restarted or that mosaiq experienced any communication failures. Mosaiq did not receive any information on fields treated and therefore no treatment fields were recorded.